Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was not performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported to their baxter sales representative (bsr) of an unknown clearlink continu-flo set which the upper y-site will not allow flow from an unknown secondary set. It is unknown when this condition occurred. There was no patient injury or medical intervention reported. No additional information is available.